Event description:
I have a medtronic insulin pump model #mmt-723. My blood sugar has risen up to 500 due to a kink in the needle of the quickset paradigm part that connects to the medtronic machine and my body. When this part kinks it stops the insulin from going into my body. I am experiencing too many defective quickset paradigm parts. I have contacted medtronic about the problem, but the problem continues. I hope this stops soon. It is hard on me to have this happen and worry about long term complications from this happening continuously. This has happened from 60-70 times since owning the pump.